Event description:
A paper written by the facility described a sample that gave a negative hbsag result on the eci, but was positive using an alternative method for one patient sample. A false negative hbsag result could present a risk to public health. The negative result was not reported and there was no report of pt harm as a result of this event.